Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, a reporter for the lay user/patient contacted lifescan (lfs) alleging that her mother's onetouch ultramini meter had a calcode and multiple error messages. On (B)(4) 2012, the medical surveillance specialist (mss) contacted the patient by phone and reached the patients daughter for additional information. The reporter stated that the issue began on unknown date and time in early (B)(6) 2012 when multiple error messages began occurring on the subject meter (exact error messages unknown) and the patient was unable to test with the subject meter. The patient manages her diabetes with insulin (self adjust) and "guessed on her insulin" following the product issue. On (B)(6) 2012, the reporter stated that on a visit with the patient, she displayed "slurred speech, was dizzy and off balance." Ems was contacted. The patient's blood glucose displayed the message "critical" on an ems meter. Insulin (unknown type and amount) was administered by ems and the patient was taken to a local hospital where she was given IV fluids and insulin (unknown type and amount). The patient was hospitalized for one week, was released and is now reportedly feeling better. During troubleshooting, the cca confirmed that multiple error messages were appearing on the subject meter. The meter was reportedly able to be coded during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and received hcp treatment after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 (3/30/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.